Event description:
A surgeon reports a patient with an unexpected post operative refraction following intraocular lens (iol) implant surgery. In a follow-up from the surgeon, he reports the patient had surgery on the fellow eye with a similar result. The surgeon now believes the lens is simply sitting more posterior than expected in both eyes. There are two reports associated with this event: first eye: MDR# 1119421-2007-00435. Fellow eye: MDR# 1119421-2007-00436. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 10/01/2007 by fax and mail. Additional information was received 10/04/2007 and 10/11/2007 by phone and fax. A completed questionnaire has not been returned.